Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately june of 2023 from date manufacturer was made aware.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.